Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that the patient was hospitalized for ventricular dysrhythmia. Intervention is unknown. Investigation is ongoing.

Manufacturer narrative:
Heart failure patients indicated for lvad support are also often indicated for ICD implantation and are at high risk for arrhythmias. There is no evidence that the hvad system caused or contributed to the reported event of ventricular dysrhythmia. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.